Event description:
It was reported, that the patient presented with syncope, during a follow-up in clinic. It was noted, that the right atrial and right ventricular lead exhibited noise, but it did not correlate with timing of the syncope. The noise was reproducible, when the device was pushed inwards using hands. No intervention was performed. As there was no significant impact in pacing. The patient was stable.